Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the needles were in back-down positions and the sutures remained attached to the needle tips. The suture loops were exposed at the guide. Although no clamp marks were observed on the coiled suture lumens or marker tube, both were kinked. It could not be verified or confirmed if the kinks contributed to the reported product experience because the suture lumens were not collapsed at the hub area. The needle slots and suture ports appeared normal. Redeployment could not be performed because the handle of the device was not returned. The device was disassembled revealing multiple needle strike marks on the shoulders of the guide. Based on the device evaluation, the probable cause for the needle deflection is interaction with human anatomy such as scar tissue. Reportedly the device was deployed in a scarred groin. The scar tissue might also have contributed to the reported difficulty encountered during device advancement. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. (B)(6).

Event description:
It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of a moderately tortuous femoral artery and scarred groin after an interventional procedure. Reportedly, after determining the position by fluoroscopy, a nick and spread was performed. Although difficulty was encountered advancing the device during positioning, bleed back from the marker lumen (arterial luminal marking) was achieved. The device was locked at the cross (star), the round tab of the handle was pulled, but the handle did not move. The position of the device was rechecked, the (marker) lumen was flushed a second time and a second attempt was made to pull the tab of the handle, but the handle came loose. The operator was instructed by the proctor to use the suture holders to push the middle metal piece down to ensure all needles were back in the device. This enabled easy removal of the device. When the device was removed, manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.